Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd., (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the guidewire could have come through the stent struts and got trapped between the stent and the vessel wall after the stent was embedded. The patient had been fine. The returned guidewire had its coil wire stretched distally to the middle solder (70mm from the tip) and fractured at approximately 62mm from the middle solder. Under the elongated coil wire, the inner coil wire was exposed. The core wires composed of the straight core wire and the twist core wire were found fractured near the distal portion of the inner coil wire. The core wire fracture site was observed under a microscope. It revealed that the core wires were tangled due to twist. On the fracture site of the coil wire, it showed the coil wire was pulled and fractured as coil structure was straightened. By measuring all pieces of the returned guidewire, it was concluded that approximately 7mm of the core wires and approximately 12mm of the coil wire were detached from the body of the guidewire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that excess pulling force was inadvertently applied along with the removal of the guidewire while the wire tip was trapped between the stent and the vessel wall. When the pulling force exceeded the product's design limit, it led the guidewire to be fractured. There was no indication of product deficiency. IFU states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not practice stent delivery when using this guide wire for "parallel wire technique"; [warnings] do not manipulate the guide wire through strut of stent; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During pci to treat an advanced stenosis in the lad #6 and 7, an asahi guidewire was used to protect d1 and a stent was deployed in the lad. When an attempt was made to remove the guidewire, the tip of the guidewire was trapped by the stent and got fractured. Retrieval of the tip fragment was attempted; however, it failed. Another stent was embedded to jail the tip fragment and the procedure was completed.